Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by a consumer that some of the 25 g x 1 in. Bd safetyglide¿ needles were found to be 5/8¿ needles. There was no report of injury or medical intervention.